Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged reopening of the fistula and emergency surgery are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring. The patient had an enteroatmospheric fistula prior to initiating v.a.c.® therapy with an extensive abdominal surgical history. Thus, the patient was pre-disposed to both gastrointestinal and post-operative complications. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: warnings: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. The patient's wound: assess for exposed vessels, anastomotic sites, organs, and nerves. Adequate protection should be present (refer to protect vessels and organs in the warnings section).

Event description:
On (B)(6) 2021, the following information was reported to kci by the patient: the patient underwent emergency surgery allegedly due to the pressure from the activ.a.c.¿ ion progress¿ remote therapy monitoring reopening a fistula. The physician wants the fistula to close on its own before resuming v.a.c.® therapy. On (B)(6) 2021, the following information was provided to kci by the nurse: the patient's central fistula was reopened after applying negative pressure therapy. The physician was letting the fistula heal first before re-applying v.a.c.® therapy. No further information available. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was delivered to the patient. On (B)(6) 2021, the device was tested per quality control procedure by kc quality engineering and the unit passed the quality control checks and met specifications. A review of the event logs identified the patient utilized therapy from (B)(6) 2021 to (B)(6) 2021. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.